Event description:
(B)(4). Six months after having the essure placement I began having very heavy periods that became irregular over time and at times continuous spotting throughout the month. Iron and vitamin deficiencies. Mood swings, headaches, continuous pain in my lower back and abdomen that resemble menstrual cramping continuously most of the time. Uterus spasms that would resemble birthing contractions. Joint pain that resembles arthritis. I am (B)(6). High blood pressure issues and excessive weight gain. Issues with concentration, brain fog, extremely tired all the time even after a full nights sleep. Hot flashes, vaginal dryness and numerous yeast infections. Pain during intercourse. Will be having essure removed via hysterectomy to resolve issues.